Event description:
It was reported that the external pulse generator displayed an error messge. The biomed department was unable to reproduce the error. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.